Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete cycle, spring lockout tab. Additional information was requested and the following was obtained: what was meant by ¿faulty¿? Device wouldn¿t fire; out of box failure. Did the device deliver any staples? Device wasn¿t able to be fired at all. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Device wasn¿t able to be fired at all if yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. What colour cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Is the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an anterior and posterior vaginal repair, suprapubic catheter and tvt tape and check cystoscopy procedure, two devices were opened. The first one was faulty, the second was usable. Ps was not present; ps received an e-mail post-surgery letting her know what had happened. No indication of fault was given; awaiting feedback to identify what "fault" entailed and ps will provide the information. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.